Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in a journal article that this right ventricular (rv) lead exhibited increased pacing threshold measurements and pacing impedance measurements after 14 years of implant time. A new competitors rv pacing lead was implanted. However, shortly after the procedure the patient complained of chest pain and dyspnea. A chest x-ray, echocardiogram, and device interrogation found no obvious issue with the newly implanted lead. A perforation was suspected, so a computed tomographic (CT) scan was performed, which revealed the chronic, abandoned rv lead had perforated the myocardium. The entire system was explanted and replaced with an MRI conditional pacemaker system. No additional adverse patient effects were reported. A request was made for the article author to provide the model and serial number for this lead, but no information was provided. A local field representative was also unable to obtain the lead details. Sidhu, b. S., r. Rajani, et al. (2019). "Chronic ventricular lead perforation: expect the unexpected." Clin case rep 7(3): 465-468.